Manufacturer narrative:
(B)(4). The affected loads were reprocessed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, retains analysis and system risk analysis (sra). The DHR was reviewed for the specified lot and all process specifications were met before the release of the product. Trending analysis by lot number was reviewed from 06/01/2016 to 11/28/2016 and significant trend was observed. Retains testing was performed from the same lot by the supplier and the ci tape changed correctly. No quality problems were observed. The production record was also reviewed and no problems in the record were observed that would contribute to the reported issue. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; however, a photograph of the ci tape was provided by the customer. Visual analysis of the photograph did confirm the complaint issue as the tape was red in color. The concomitant sterrad® was not evaluated as the serial number of the unit was not provided. There is insufficient information to determine an assignable cause at this time. DHR was reviewed and met all process specifications at the time of the release of the lot. Lot history for the previous six months revealed no significant trend. Retains testing was performed and no quality problems were observed. Should additional information become available, the complaint file will be re-opened and re-evaluated. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 33515.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a sterrad® cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Asp will continue to follow up for additional information. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.